Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through review of the event history log, but was unable to be reproduced. Physical inspection determined this condition to be caused by a seized motor. The failed motor assembly was replaced.